Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was overdischarged and the patient had not used the battery in 3 years. The battery was replaced yesterday, (B)(6) 2017. The issues were resolved. It was further reported that the patient had lost approximately (B)(6). No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type ii. The patient had lost weight 3-4 years ago which resulted in the implant being flipped and not being able to recharge the device. It was reported that there was an alleged over discharge. There were no patient symptoms reported. No further complications were reported.